Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a battery not detected alarm and a safety disk replacement message. It is unknown under which circumstances the event occurred, however there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: (B)(6). When a getinge field service engineer (fse) arrived, batteries were fully charged. Fse could not duplicate the issue. Error 139 present, replaced the power management pcb. Full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. The national repair center installed the pcb power management into the cardiosave test fixture and tested the boards to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of error code 139 "battery charging". The pcb power management passed testing. After sending the board to the supplier per procedure number 0002-07-d008 rev. Aj, the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number 0002-07-d008 rev.al. The non-conformances with the returned components were not confirmed.